Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir ring was detached from the reservoir. Blood glucose level of the customer was unknown. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test. Device was received with no physical damage to the reservoir retainer/tube noted. The p-cap locks properly into place.